Event description:
It was reported that one week after the catheter was placed in the patient's femoral vein, a leak was found near the junction hub. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence. The medical solution used was hicaliq neoamiya.

Manufacturer narrative:
(B)(4).